Manufacturer narrative:
Being investigated. The device remains implanted, and therefore, is not available to us to perform a physical evaluation. Method: there are no similar or other complaints against this batch. (B)(4).

Event description:
It was reported that a pt with a vantage graft that had been implanted in the 1990's was brought back into the operating room on (B)(6) 2011, due to abdominal swelling that was identified in a CT scan. An aneurysm was identified with the graft and was repaired by stent placement within the graft. The vantage graft remained implanted. It was reported that the pt did well with the repair procedure.